Event description:
The customer states that the printer attached to the cell-dyn 3500 analyzer is not printing results as shown on the screen of the cd 3500 analyzer. The customer states that some letters and numbers are replaced with different numbers or characters. Example: the #9 is printing as the #1 and the #8 is printing as the #0. The customer noticed the error and is not releasing results from the printer, but is choosing to release results from the laboratory information system instead. No adverse impact to patient management was reported related to this issue.

Manufacturer narrative:
(B)(4). Adapter. Investigation summary: the customer reported that the printer was not printing out results as shown on the screen. The customer reported that the issue had been resolved; service was no longer required. The customer stated that the issue was related to too many pages being printed at the same time. Printing one (1) page at a time resolved the issue. The customer then stated that the printer was printing unreadable reports. The customer requested field service for issue resolution. A field service representative (fsr) replaced mediprint adapter and verified proper operation of printer; issue was resolved. The instrument was performing within specifications. A non-statistical trend (nst) review was performed and no nst was identified. Based on the investigation, no product issue was identified for the cell-dyn 3500 instrument for the reported issue. There is no systematic issue with the cell-dyn 3500 product line. This is the final report.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.